Event description:
It was reported that during normal follow up, externalized conductors were observed via imaging. Patient was asymptomatic and no electrical anomalies were noted. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned cut in two segments. External insulation abrasion was found at 19.9 - 20.3cm from the distal tip, consistent with lead friction to another device. Externalized conductors due to internal insulation abrasion were found at 12.1 - 15.7cm from the distal tip. Internal insulation abrasion was found at 8.8 - 9.8cm and 15.2 - 16.0cm from the distal tip. The etfe coating and ptfe liner on the inner coil was intact at all abrasion locations.